Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient said the utis occurred after implant and occasionally before, but "after not good." The steps taken to resolve the utis were the patient was prescribed antibiotics and was seen by their doctor. Patient is currently working with their doctor to resolve the issue. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient's one year anniversary was coming up and they weren't the happiest with their implant. They continuously changed programs and amplitudes and felt the symptoms were a little better than prior to the implant, but still wore heavy pads, had leaking, wetness, changed clothes, had accidents, and constantly worried about it. They noted that they didn't feel stimulation. They would get used to it and felt it just sometimes. The therapy was on program 3 at 4.5. They stated that their healthcare professional's (hcp) nurse was pretty good, so they were going to call them, or maybe try a new hcp that was closer to them. It was further stated that they didn't feel like they were given enough information. They were adjusting and trying when they left the hospital. The patient stated that they just put it in and said "here you go." They also noted that they didn't drink alcohol or coffee and avoided caffeine. On 2017-02-08, they reported that they got a lot of information from a book that was sent to them. They didn't understand why that didn't come with when they had the device implanted. It would have saved them many headaches. On 2017-03-21, it was reported that they were not doing good with their therapy. They tried every program, without any results. They inquired how to go about getting more programs. On 2017-03-22, they reported that they talked to a manufacturer representative (rep), who gave them information regarding what to do to resolve the lack of satisfaction with the therapy and leaking/accidents. They noted that they were still having issues, but, hopefully, they would figure it out. If not, they were going to report back. It was also noted that they were having frequent urinary tract infections (uti) and needed help. There were no further complications reported.

Event description:
The event of frequent urinary tract infections (utis) and its reported severity was determined to not be related to the device or therapy because the patient has a history of utis as indicated by the patient reporting utis "occasionally before implant" and is assessed as related to the patient's underlying history of urinary dysfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.